Event description:
Reporter noted corneal burn occurred during procedure. Occlusion displayed on screen; requested service.

Manufacturer narrative:
Customer was contacted regarding possible causes of thermal injuries. A company service rep checked system and found it to meet performance specifications.